Event description:
Olympus was informed that a registrar was completing polypectomy under supervision of consultant using a telemed snare. The users reportedly used settings of forcecoag 2; level: 20. The pt reportedly suffered a bleed and perforation. The consultant stated that they did not feel the equipment was at fault. No further info was provided regarding the status of the pt.

Manufacturer narrative:
The device was returned to the MFR and evaluated. No failure was found during the eval. The cause of the reported event is unk, however, user handling is suspected as a potential cause of the event. The device was serviced and returned to the user facility. This event was identified by the MFR (celon ag medical instruments) during a re-assessment of all complaints received since us launch of the esg-100 generator. This re-assessment was related to CAPA activity in response to FDA 483 observations made during a recent FDA inspection at celon (B)(4) instruments facility. Celon (B)(4) is initiating steps to avoid the recurrence of late reports. Oai is filing this report at the request of the OEM. This report is being submitted as an MDR in an abundance of caution.